Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that when the device charged defibrillation energy, at the top of the charge, it started arcing internally and it could not shock. An internal inspection was performed, where it was observed that the ECG harness had a ferrite bead on top of one end of integrated circuit (ic) chip, designator u1 on the analog pcb assembly, which had crushed down on one end and lifted legs 1, 13 and 16 off the other end of the analog pcb assembly. The open legs caused arcing and caused a resistor, designator r212 on the analog pcb assembly to arc, burn and break. A replacement device was provided to the customer under warranty.

Event description:
The customer returned their device for repair; the device's readiness display showed a service wrench icon. During device evaluation, physio-control observed that the device had logged multiple event codes and would not deliver a defibrillation shock.